Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26may2020.

Event description:
The caller reported a check vent alarm. There was no patient involvement. The remote service technician verified the device experienced an error code, and the customer said that the alarm light emitting diode (led) did illuminate. The remote service technician advised the customer to replace the power switch overlay. The customer replaced the power switch overly and resolved the issue.